Event description:
On (B)(6) 2025, the patient reported a low glucose reading on a continuous glucose sensor shortly after a sensor change. A confirmatory fingerstick measurement obtained after treatment showed a higher glucose value. The care team considered the initial low likely due to sensor inconsistency and documented troubleshooting and patient education. Reported symptoms included impaired vision and a fall resulting in scraped knees. The patient returned to target glucose range later the same day. No alerts or alarms were reported during the event, and no hospitalization occurred. Investigation included review of available device data and user report. The cause of the reported hypoglycemia event was undetermined, with suspicion of sensor inaccuracy related to recent sensor replacement. The event was classified as unconfirmed hypoglycemia with unclear etiology. No device malfunction was identified. The device has not been returned. If returned, it will be evaluated, and a supplemental report will be filed.